Event description:
The physician was using a sprinter legend rx in the distal rca which was reported to exhibit 99% stenosis. The balloon was inflated at 6atm for 11 seconds but the physician did not see any contrast fill the balloon. The balloon could not be deflated. After several attempts to deflate the balloon and pull negative pressure, the balloon would not re-wrap and was removed from the guide catheter with a partial inflation. Another sprinter was used successfully. Patient is reported to be fine. Device evaluation the balloon was partially inflated. The balloon bond was necked. Pressure was applied to the device however, the balloon would not inflate or deflate. Liquid was seen moving up the inflation lumen however it did not advance past the balloon bond.

Manufacturer narrative:
Results: unknown -root cause of necked balloon bond and subsequent inflation/deflation difficulties cannot be determined. Conclusion: root cause of necked balloon bond and subsequent inflation/deflation difficulties cannot be determined. (B)(4).